Event description:
It was reported that "the 5.5 tap broke when inserting into pedicle. Dr was able to remove with (B)(4)."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.